Event description:
It was reported to philips that the device's frontal stand had an issue, which can impact geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system had c-arm stand issue. Upon troubleshooting fse confirmed that the issue was resolved by the customer internal biomed. As a result, no service has been carried out by philips. The same issue reoccurred again after few days where the fse replaced the amc controller. After replacement, the system was returned to use in good working condition. The codes were updated based on investigation outcome.